Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was undersensing on the atrial lead. The patient is in atrial fibrillation with atrial ventricular node ablation. It was further noted that there were quiet timer blanking issues. The lead was reprogrammed. The lead remains in use. There were no reported patient complications as a result of this event.